Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 312 mg/dl at the time of the call. The caller stated that the customer's health care professional made adjustments to the pump settings and the customer was not getting enough insulin. The customer experienced symptoms such as vomiting and stomach pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.